Manufacturer narrative:
The device was evaluated by a service technician and the defective parts returned. The customer uses a disinfectant with prohibited ingredients. This can cause material damage to the lens cover.

Event description:
During positioning of the light, particles from the front cover frame fell off and landed on the floor. No injury occurred.